Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Manufacturer of the device is unknown. Device has been explanted.